Event description:
It was reported the patient experienced swelling of the skin flap and extrusion of the reference electrode. Subsequently, a skin revision was performed to repair the extrusion and the patient was treated with oral, topical and IV antibiotics (date and duration not reported); however the issue could not resolved resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another device.

Manufacturer narrative:
Per the clinic, it is now reported that there was an infection.